Manufacturer narrative:
(B)(4). Prior to noticing the issue, the bag was stored on a stainless steel shelf for 78 hours at temperatures around 15 to 35 degrees celsius. Evaluation summary: one sample was received for evaluation. Visual inspection did not reveal any problems. The bag was inflated with air and leak tested under water. The leak was confirmed from a pin hole on the back of the bag. The cause for the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultrastab 2l bag with 4 leads and filter had a hole on the back of its bag. This was noticed during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation, and a request for its return has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.